Event description:
It was reported that the patient had an ¿x3¿ MRI but, identification of a correlation between the implantable neurostimulator¿s (ins) loss of function and the MRI was not possible. The patient was reported as having had a loss of stimulation, but the last date of stimulation was unknown. The patient was scheduled for a replacement of the ins due to end of service (eos). It was stated that prior to the ins replacement that occurred on (B)(6) 2013, the power on reset (por) on the ins was attempted to be reset, as the patient was unable to remember the last attempt to reprogram the ins. It was noted that the patient¿s healthcare provider wanted to know if the battery was at eos or if it had been damaged by the MRI. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3998, lot # v004541, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was further reported that impedances were checked intraoperatively on (B)(6) 2013 and were within range. It was also noted that the patient had bilateral leg coverage after the replacement.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial# (B)(4), found that the battery had a reduced capacity due to over discharge. According to the trace report, between (B)(6) 2012 and (B)(6) 2012 the ins was recharged a total of 5 hours, 19 minutes and 51 seconds. The ins went into lock mode on (B)(6) 2012 and was not recharged again until it was received for analysis on 12/09/2013.